Event description:
The customer reported the device shut down while in use on a patient. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shut down while in use on a patient. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated and passed all functionality testing. The log file was reviewed and the battery percentage was observed to be depleting faster than normal. The device was placed in the burn-in oven while connected to ac power and it remained on throughout duration of the test. The battery diagnostics were observed to be within specification but the device turned off after one hour of being powered on by the fully charged battery. A known good battery was temporarily installed and the failure was not observed, the failure returned after putting customer's battery back in the device. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.